Event description:
It was reported that before use, immediately after opening there was a hole in the packaging.

Manufacturer narrative:
Initial reporter name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed- manufacturing related. The reported failure was able to be reproduced. Based on the evaluation, observed a tear at the wrapping sheet. Visual inspection noted that the tear was rough and looks like it was caused by the green valve of the umb bag. Possibly the green valve meter has protruded the wrapping sheet and causing it to tear. A potential root cause for this failure mode could be operator's error wrapping too tight. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, immediately after opening there was a hole in the packaging.